Manufacturer narrative:
Pump passed the displacement test but motor error alarm during rewind the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test. No failed battery test alert noted.

Event description:
Information indicated by medtronic that the insulin pump had a motor error alarm and no delivery alarm. Customer stated that the new battery of the insulin pump was unresponsive. Customer stated that the insulin pump took longer to rewind. Customer declined troubleshooting for rewind anomaly as the device was working fine. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.